Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank. The reporter confirmed no power loss had occurred. This complaint is being reported because the issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Pump powered up and the display was fully functional. Opened pump and removed display from pump. Inspected display and circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.